Event description:
A physician's office called with a patient's report of possible reaction ot juvederm ultra plus as: swollen eyes (treated with benadryl), intermittent hives and joint pain, (treated with a month of steroids), and the patient reports being admitted to the hospital 3 times with these symptoms. The patient underwent a blepharoplasty to the lower eyelids bilaterally, and was treated with juvederm ultra plus to the nasolabial folds under anesthesia. The patient has a possible allergy to augmentin. The patient was seen for follow-up by the injecting physician two weeks later with no adverse symptoms. The physician has not seen the patient since that time, the patient only called the doctor to report that adverse symptoms. The patient was scheduled to follow-up with the injecting physician on three separate dates and did not show to any of the appointments. The doctor issued a letter to the patient requesting follow-up. The doctor is unable to confirm the symptoms and treatment at this time as the patient has not followed up with the doctor. It is not known at this time who prescribed the treatments to the patient. Additionally, the physician is not certain the symptoms are related to juvederm. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
.